Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank screen issue. After replacing the battery, the pump made a high-pitched noise and the screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings:during testing, the pump was powered on and the display screen appeared clear and legible.